Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Investigation of the available information also determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited right atrial (ra) noise, oversensing, and inappropriate atrial tachy response (atr) episodes. It was noted that the noise had the appearance of minute ventilation (mv)/respiratory sensor oversensing. The noise was unable to be recreated. Additionally, intermittent high ra impedance measurements were also observed; however, there were no out of range measurements noted. Programming options were discussed. No adverse patient effects were reported. The device remains in service. Additional information received reported that the patients ra lead was later explanted and replaced. The device remains in service with the new lead with no further reported issues. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Investigation of the available information also determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited right atrial (ra) noise, oversensing, and inappropriate atrial tachy response (atr) episodes. It was noted that the noise had the appearance of minute ventilation (mv)/respiratory sensor oversensing. The noise was unable to be recreated. Additionally, intermittent high ra impedance measurements were also observed; however, there were no out of range measurements noted. Programming options were discussed. No adverse patient effects were reported. The device remains in service.